Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 12 x 2.75 rebel stent was advanced but failed to cross the lesion. However, when the device was removed, the proximal of the stent was found to be deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system. The balloon was tightly folded. The stent was microscopically examined. The balloon was tightly folded. The stent was undamaged and secure on the balloon between the markerbands. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 12 x 2.75 rebel stent was advanced but failed to cross the lesion. However, when the device was removed, the proximal of the stent was found to be deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.